Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o-ring on the air gas module was found defective and was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. The root cause of the leakage was a defective o-ring on the air gas module. This will not break during ventilation and will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's air module was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).